Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: deflation.

Event description:
Healthcare professional reported via nbir " suspected/actual rupture/deflation." This record is for the left side. The device has been explanted.